Event description:
On 8/25/98, the MFR rec'd medwatch report from the facility that states the following: pt presented for his routine hemodialysis treatment. While treatment was in progress blood was observed exuding from a small pin-point hole on the venous port of the catheter. The treatment was stopped. The physician removed the catheter and instructed the pt to return on 8/18/98 for a perma-cath replacement. No further details were provided at this time.